Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, check therapy pad messages) has been confirmed. Upon investigation, the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a broken electrode belt cable receptacle. The root cause for broken receptacle was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had a damaged case and the patient experienced check therapy pad messages.